Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2017 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 177 alarm occurred due to an unacknowledged call service 144 empty cartridge alarm for 47 minutes on (B)(6) 2017. The rewind, load, and prime steps were performed successfully. All current readings were within specifications. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The short battery life complaint could not be duplicated.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.